Manufacturer narrative:
(B)(4) batch # n54h4t. Event month and day unknown. Only year (2018) is known. Device evaluation: the analysis results found that the ntlc55 device was received with the anvil halves mixed, with a cartridge reload present. The reload was received with the swing tab in the locked position. The cartridge reload had the doghouse damaged, the proximal 1 driver up without staples, and the remaining drivers down with staples present. When loading the cartridge in the device, make sure the cartridge is inside the channel track using the proper loading technique. The device was tested for functionality with a test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The damage on the cartridge is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, how did the device "not fire properly"? Did the device lock-out (meaning no cut line or staple line delivered)? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? If the device cut and stapled, were there any staples missing from the staple line? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Response: when the surgeon was to push the knob to cut and deploy staples, the knob did not move at all. No stapler deployed and no cut line formed.

Event description:
It was reported that the device did not fire properly. There were no patient consequences reported.